Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "we have had eight provena piccs now that have required replacement due to internal kinks, not isolated to one inserter. The nurses are reporting the insertions have been going well and the team is finding internal kinks upon further investigation. None of the kinks have been external." This report addresses the eighth device.